Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that when the needle is inserted in the device, the mouth will no longer open smoothly. The reported event was confirmed as a functional test with a needle revealed that the cannulation is blocked, it is not possible to fire the needle smoothly. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that when the needle is inserted in the device, the mouth will no longer open smoothly. There was no harm for the patient, operator or third party reported. No further information received.